Manufacturer narrative:
More information requested from the customer to perform further investigation. Customer had been sick for over 18 days. Customer took a non-siemens test, result of which came out negative. Simultaneously, customer tested with siemens clinitest covid-19 self test, result of which came out positive. The cause of this event is unknown.

Event description:
As holders of the emergency use authorization, (B)(6) is submitting this report on behalf of the manufacturer healgen scientific llc. The customer reported false positive test result for covid on clinitest covid19 self test when compared with result from a non-siemens test that gave negative result. The test result from clinitest was questioned as the patient had been sick for more than 18 days. There was no reported injury due to this event.

Manufacturer narrative:
The manufacturer healgen has completed the investigation. After reviewing the relevant manufacturing documentation associated with lot number 2203469eua, no irregularities or deviations were observed. Tests retained from lot number 2203469eua were tested. All devices performed as expected when tested per the standard procedure. All test strips passed line intensity specification, all control lines formed, and no wicking issues were observed. Based on investigations, manufacturer was unable to replicate the customer's complaint. The cause of this event is unknown.